Event description:
It was reported that the physician went down with the 2.5x15 mm promus stent and pulled it out undeployed and while attempting to put it back down a second time the stent shaft snapped in half. There was no pt harm and another stent was used successfully. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) is consistent with the sds being advanced over a guide wire and into the anatomy. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers, indicating that the balloon had not been inflated. Although not reported, the first row of the proximal end of the stent implant was stretched distally. This damage to the proximal end of the stent likely occurred due to interaction with the distal end of the guiding catheter during removal. The reported shaft separation was confirmed. The hypotube and jacket were separated 14.5 cm distal to the strain relief tubing. The fracture faces were ovaled, suggesting that the hypotube had kinked prior to separating. The jacket material was stretched at the separation, suggesting force was applied to separate the material. There were three bends in the hypotube, 2 cm proximal to the separation and 1.5 and 7 cm distal to the separation. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant and the measurements met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The kinks noted in the shaft and shaft separation appear to be the result of pushing against resistance during the attempts to advance. If the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. It is possible that after the sds was removed the first time, the stent damage occurred contributing to resistance while reintroducing. As it was reported that the sds was pulled out and reintroduced, it should be noted that the product instructions for use (IFU) states: "an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. "It could not be determined if reintroducing the sds caused the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Overall, the reported difficulties appear to be related to operational context of the procedure, and there is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.